Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The lesion was moderately calcified and moderately tortuous. The location of the lesion is unknown. On the first inflation the apex monorail 30mm x 3.50mm was inflated to an unknown atmosphere. On the second inflation the balloon was inflated to eleven atmospheres and ruptured. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).